Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had power disconnect and connect to power alarms while attached to the mobile power unit (mpu) and walking around the room. The patient brought in their mpu from home and was given a loaner mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and connect to power alarms while connected to the mobile power unit (mpu) was not confirmed as no log files were submitted for review, and the alarm was not reproduced during testing of the returned mpu. The returned mpu was evaluated by service depot. Evaluation of the returned unit revealed that it operated as intended during testing. The unit was connected to a test system controller and a mock circulatory loop and was successfully run for several days without any issues or atypical alarms. A complete functional checkout was performed per heartmate mobile power unit service process, and the unit passed all test steps without any issues. The mpu is returning to a customer site, and this analysis could not conclusively determine the root cause of the reported event. The device history records were reviewed and the records revealed the heartmate mobile power unit was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 20feb2022. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. The heartmate 3 patient handbook under section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. No further information was provided. The manufacturer is closing the file on this event.